Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited an unexpected increase in pace impedance and threshold measurements in addition to increased amplitude signals. Noise was also observed that was oversensed at times resulting in pacing inhibition of unknown duration. The increased measurements were found to coincide with the date of a shoulder surgery the patient had recently undergone. Boston scientific technical services (ts) provided suggestions for additional assessment of the patient's system as well as programming considerations. No adverse patient effects were reported.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited an unexpected increase in pace impedance and threshold measurements in addition to increased amplitude signals. Noise was also observed that was oversensed at times resulting in pacing inhibition of unknown duration. The increased measurements were found to coincide with the date of a shoulder surgery the patient had recently undergone. Boston scientific technical services (ts) provided suggestions for additional assessment of the patient's system as well as programming considerations. Information was later received indicating a revision procedure was performed wherein the rv lead was surgically abandoned and replaced. No further details were provided. No adverse patient effects were reported.